Manufacturer narrative:
Icl remains implanted. Patient finished with prednefrin forte, currently is not on medication. The eye is white with no activity or inflammation. Both surgeon and patient are happy with the results. (B)(4).

Manufacturer narrative:
Product manufactured but not sold in the u.s. Patient code (B)(4) no code available (cyclopegia, treatment with prednefrin collirium) work order search performed-no similar complaints found. (B)(4). Device remains implanted.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.50/+3.0/109 diopter, into the patient's right eye (od) on (B)(6) 2017. The patient then experienced blurred vision, inflammation, cycloplegia and bilateral anterior segment uveitis (tests came out negative). Patient was treated with prednefrin collyrium. Ucva remains at 20/20. As of the date of MDR submission, the lens remains implanted in the patient and therefore, has not been returned for evaluation.